Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. A new rv lead was placed. No additional adverse patient effects were reported. Subsequent additional information was received from the field representative that reported that the rv lead exhibited loss of capture (loc) and oversensing noise which led the physician to explant the lead and replaced it with a new lead successfully. No additional adverse patient effects were reported. The rv lead was retained by the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. A new rv lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. A new rv lead was placed. No additional adverse patient effects were reported. Subsequent additional information was received from the field representative that reported that the rv lead exhibited loss of capture (loc) and oversensing noise which led the physician to explant the lead and replaced it with a new lead successfully. No additional adverse patient effects were reported. The rv lead was retained by the hospital. Additional information was reported that the cause of the oversensing noise and loss of capture (loc) exhibited by the rv lead was not confirmed, however, the physician believed the cause to have been a possible lead fracture. No additional adverse patient effects were reported.